Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that following a new implant procedure, at the pre discharge check, it was discovered that the right ventricular (rv) lead was not capturing. Imaging revealed a cardiac perforation by the rv lead. Pericardial effusion was observed and was addressed by pericardiocentesis. During the procedure to remove the right ventricular (rv) lead, when suturing up the pocket, it was noted that the right atrial (ra) lead had dislodged and fallen into the ventricular chamber. The ra lead dislodged three times. The physician therefore decided to also remove the right atrial (ra) lead. Both the ra and rv leads were explanted. The rv lead was replaced, and the ra port was plugged. The patient was stable.